Event description:
The consumer reported that he has pain in his lower back and legs and sometimes stimulation helped with the pain and sometimes it didn't. The patient stated that six months ago they were hospitalized due to pain in the lower back and legs and then had physical therapy. The patient had no stimulation and a return of symptoms and the status of the device was unknown as the programmer was lost. The patient was going to have the implant checked to determine if it was still operating or depleted and was scheduled for injections with the healthcare provider. The indications for use were non-malignant pain and lumbar radiculopathy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported that the patient was given a loaner charger, was ordered a new one, and would go back to their hcp to program the new charger. It was noted that there was no stimulation because the patient was unable to charge the implant device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.